Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, main drawer 2.2 was failed. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, main drawer 2.2 was failed. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 failed. A field service engineer inspected the unit and identified that the module control board was causing the issue with the drawer not reading pockets. After thorough testing, the board was replaced and properly configured. The customer then performed an inventory and confirmed satisfaction with the results. The system functioned as intended after the field service engineer repaired the device.